Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a thoracoscopic right lower lobectomy, the staples on a staple line next to the knife slot were unformed at the first firing. The device was used on the lobar bronchus. Additional suture was performed to complete the case. There were no adverse consequences to the patient.